Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 02/17/2016 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2016 with the following findings: during investigation, the pump was opened and there was evidence of moisture found internally on the transceiver printed circuit board. A leak test failed due to a pump case leak. Unrelated to the original complaint, the pump p case was cracked near the top and bottom right corner of the display lens. The battery compartment was found to be cracked below the bumper at the case seal. Additionally, when the pump powered on, the display appeared dim and discolored.